Event description:
The customer notified siemens on (B)(6) 2015 in regard to an intermittent problem with the switch panel on the side of the gantry. Reportedly, when the buttons are damaged the table tends to move when it wants to.

Manufacturer narrative:
Siemens' customer service engineer conducted an onsite evaluation and determined that the source of the problem was within the left gantry control panel, which was then replaced. The system is in working order and there have been no reports of the problem since then. Considering this, no further corrective action is initiated.

Manufacturer narrative:
Siemens became aware of the reported issue (B)(6) 2015 and this MDR is being mailed on june 3, 2015. The investigation is on-going and a supplemental report will be submitted upon completion.